Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the non tortuous and non calcified circumflex (cx). During insertion, it was noted that the physician felt a lot of resistance from the express2 monorail coronary stent delivery system (sds) when it was inside of the guide catheter. When the sds was brought out of the guide catheter there were barbs sticking out of the stent. The sds never entered the patient and the procedure was successfully completed with another of the same device. No patient complication were reported with the patient's current condition listed as "great".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.